Event description:
On (B)(6) 2009, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt felt a burning sensation while charging the ipg. The pt was sent a replacement charger. On 08/30/2010, it was reported that the pt still felt the burning sensation even when using the new charger, and the pt is not able to complete a charging session. The ipg is still implanted in the pt.

Manufacturer narrative:
Eval method - the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.